Event description:
It was reported that a device did not alarm for an infiltration. The customer stated that a patient (unk) was being prepped for surgery and told the anesthesiologist that their arm was burning. The anesthesiologist check the IV site and there was a small bubble in the patients arm. The IV was removed and another one was started in the opposite arm. There was no patient harm with this device and the device and medication is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device involved is unknown. Therefore, no device will be returned to baxter for inspection or service. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the patient injury resulting from the reported infiltration.